Event description:
It was reported that st elevation occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After an opticross imaging catheter was inserted, saline was leaking and st elevation was noted. The physician removed the device and the patient stabilized. The procedure was completed with another of same device.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues and the device in good condition. Microscopic inspection revealed the vent hole in good condition. Functional inspection revealed the catheter flushed normally when the imaging core was fully retracted and fully advanced with no leaks noticed during the test nor any damage noted related to the reported issue.

Event description:
It was reported that st elevation occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After an opticross imaging catheter was inserted, saline was leaking and st elevation was noted. The physician removed the device and the patient stabilized. The procedure was completed with another of same device.